Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not power on with ac power however it did power on with batteries. The power pcb was replaced to resolve the issue with ac power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.